Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise was observed on a stored egm. Programming changes were recommended. No further information is available.